Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose was 7.8 mmol/l at the time of the incident. Patient went swimming and pump was acting very strange. The pump makes a zoom sound. Like the motor was rewinding. Patient checked the pump. No cracks visible. Patient mentioned liquid in the pump in the battery compartment and the insulin compartment the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis

Manufacturer narrative:
Device passed displacement test and self test. Device received with corroded electronic assemblies upon inspection.